Event description:
The customer reported that when the control section was shaking the image turned red during reprocessing involving an olympus gynecologic laparoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.